Event description:
On (B)(6) 2010, a (B)(6) male patient presented for abdominal aortic aneurysm repair. The patient was implanted with another manufacturer's aaa endoprosthesis. Intra-operatively, the physician was using a cook 18 french introducer sheath. The cook sheath (w/o dilator) lost access in the patient's arteriotomy. As a result, 2500 cc's of blood was lost. The remainder of the surgery went without incident. The patient tolerated the procedure. The physician attributed the excessive blood loss to the cook sheath. The remainder of the surgery went without incident. The patient tolerated the procedure.

Manufacturer narrative:
Check-flo introducer in-process and final inspection, indicates to inspect sheath as follows: confirm correct outside diameter and type of sheath tubing. Inspection method: level I, measure with calipers and to visually compare remainder. Also, in the instructions for use (IFU), supplied with the product, the intended use section notes: "the product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed." And in the precautions section: "when inserting, manipulating or withdrawing a device through an introducer always maintain introducer position." Product was not returned and no evidence exists to contradict the complaint as reported; however, order history for this customer indicates the only 18.0 fr sheath ordered was rcfw-18.op-38-30-rb. The investigation of this complaint is based on this customer order information. Appropriate internal personnel have been notified and we will continue our monitoring of similar complaints.